Event description:
During a service call to perform a routine preventive maintenance (pm) procedure on access 2 immunoassay system, a field service engineer (fse) found that the pm kit contained peristaltic tubing that was out -of-specifications. No erroneous results were generated, as the instrument had not been released to the customer before the tubing was replaced and all service testing passed.

Manufacturer narrative:
The spacing between the placement clips of the peristaltic tubing was too wide and was found to be out of specifications. The fse found that reaction vessel aspiration was "poor" with this tubing. A system check with high washed % cv values indicates an insufficient rv aspiration. The tubing was replaced and service verified system performance per published specifications. Peri-tubing was placed on stop-ship. Investigation is ongoing.